Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not launching the application. The technical support specialist found that the d drive was 100% full. The tss checked the database and was set to full recovery mode, which was contributing to the space issue. The tss changed the recovery model simple, and the database was successfully shrunk to free up space to resolve the issue. The tss verified the functionality with the customer. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the application was not launching and shown error as "a fatal error has occurred". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.